Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer would not stay on, that it shut off frequently despite trying different power cords. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was not able to confirm the customer comment of the programmer shutting off and not staying on, the provided programmer head was plugged in and the provided power cable was used and there was no shut down issue. It was noted that the programmer had an overheat message and that one of the known capacitors was burnt, and the micro processing unit was replaced. Additionally the hard drive was reconfigured and the software updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.